Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure: exposure for anterior lumbar interbody fusion of the l5-s1 disc space. No complications were reported. On (B)(6) 2010, patient underwent following procedure: anterior lumbar discectomy and fusion with medtronic peek cage 12 mm and height by 12 degrees lordosis, jumbo size supplemented with allograft bone and cancellous chips; anterior lumbar instrumentation l5-s1 using synthes locking compression plate; for a pre-op diagnosis of: degenerative disc disease with radiculopathy l5-s1. Per-op notes: annulotomy was done at l5-s1. A complete discectomy was done. 12 mm trial was inserted without difficulty. It was packed with allograft bone and bmp and inserted without difficulty. Radiographs confirmed position. No complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.